Event description:
The customer contact reported air in the tubing set. The tubing set was being used to deliver an unspecified solution via gravity. After an unspecified length of time in use, an unspecified medication was delivered IV push through the clave y-site. The patient noted the air in the tubing set. The air was removed from the tubing set and the therapy was resumed. The customer contact reported no air was delivered to the patient. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.